Event description:
Report received of blood leaking from the thermistor connector. The physician inserted opticath "in the usual fashion" through an 8 fr. Sheath introducer in the operating room prior to an unspecified surgical procedure. It was repored that the catheter was inserted with little manipulation and without trauma in order to achieve the desired tip placement. After the catheter was secured, the operator connected it to the cardiac output monitor and received abnormal waveform tracings and inaccurate readings. During the attempt to troubleshoot the problem by checking the connections, blood was noted in the thermistor connector. A gauze sponge was used to soak up the blood, however the blood continued to slowly drip from the thermistor connector. Approximately twenty minutes after the initial insertion, the catheter was removed without incident and a new opticath was inserted and worked "fine". There was no report of an adverse pt event.